Event description:
Event was reported to (B)(4) by an atty. The patient has suffered bladder infections, kidney infections, urinary tract infections, painful urination, vaginal discharge, pain in vagina, pain during sex, stomach pain, and cramps. No further info has been provided.